Event description:
Report of explant of device system due to "infection - wound healed" rec'd per the annual device tracking report. F/u with hcp revealed the onset/diagnosis of the infection was in 2000 with a meningitis, fever and redness. The primary location of the infection was the lumbar region. A culture was obtained of the cerebral spinal fluid and was positive for "staph epi". The pt was treated with IV antibiotics and total device system explant. The infection has resolved but the pt is experiencing "increased tone".